Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements. An alert was generated in the remote monitoring system. No electrograms showed noise on the rv lead. Technical services reviewed the available data and confirmed one oor measurement had occurred in february 2019, with normal measurements of 85-95 ohms observed until this new spike of 131 ohms. Technical services recommended bringing the patient into the clinic for troubleshooting, including provocative maneuvers to attempt to create noise on the lead. If no noise could be produced, they could continue monitoring the shock impedance in the remote monitoring system and could adjust the shock impedance limit in the device to 150 ohms to avoid new alerts for this issue. No adverse patient effects were reported. Additional information was received. In the patient's remote interrogation in (B)(6) 2024 a new alert was recorded for a high, out-of-range shock impedance measurement of 154 ohms. A request was made for technical services to review the device data and provide a recommendation.

Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements. An alert was generated in the remote monitoring system. No electrograms showed noise on the rv lead. Technical services reviewed the available data and confirmed one oor measurement had occurred in february 2019, with normal measurements of 85-95 ohms observed until this new spike of 131 ohms. Technical services recommended bringing the patient into the clinic for troubleshooting, including provocative maneuvers to attempt to create noise on the lead. If no noise could be produced, they could continue monitoring the shock impedance in the remote monitoring system, and could adjust the shock impedance limit in the device to 150 ohms to avoid new alerts for this issue. No adverse patient effects were reported.